Event description:
Customer reported that due to a delivery issue involving a replacement meter that was ordered on (B)(6) 2011 customer was unable to test. She further reported that on (B)(6) 2011 she experienced lethargy, was sleeping a lot, had a hard time waking up and subsequently lost consciousness. Paramedics were called, found the customer unresponsive and transported her to a local healthcare facility. Customer was diagnosed with hypoglycemia and treated with intravenous glucose. Customer remained hospitalized for seven days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. There is no indication of product malfunction. No investigation of the product is required. Additionally, because this event involved a delivery issue of a replacement meter, no serial number is available. It should be noted: a review of the (B)(6) tracking data indicates the package was left at the customer's door on (B)(6) 2011.